Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): device not returned. Further investigation cannot be completed without device.

Event description:
It was reported, during the implant procedure, the lead became caught on a tendinous cord and could not be removed. Consequently, this lead was capped.